Event description:
Part of the guide wire sheared off inside the patient during a therapeutic ureteroscopy procedure. The detached segments were recovered and there were no patient complications involved. Another device was used to sucessfully complete the procedure.